Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection and functional testing was performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An f74 alarm (motor slipped even though at maximum current to motor) was identified during functional testing. In addition, the power cord was damaged, but there were no exposed wires. The cause was determined to be the mechanism of the motor was damaged. To correct the condition, the pump head assembly and the power cord were replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump that cannot turn on. It was before use. There was no patient involvement. No additional information is available.